Manufacturer narrative:
Product event summary: a proximal portion of the lead was received measuring 42.5 cm. The distal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the overlay tubing was breached at the 1st rib/clavicle location.

Event description:
It was reported that the patient was experiencing pectoral muscle stimulation. The left ventricular (lv) lead was exhibiting low impedance values and high threshold measurements. After further analysis, it was determined that there was evidence of an insulation breach on the proximal portion of the lead. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 6935 implantable tachy lead - (B)(6) 2012. (B)(4).